Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulty inserting sensors and may have had a broken sensor. Blood glucose level was 104 mg/dl at the time of the incident. The customer was advised on proper sensor usage and will not return the product for analysis.